Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was replaced on (B)(6) 2023 and that on (B)(6) 2023 after all steri strips removed, the patient noticed a small pin-needle opening. The open area continued to progress into a small dehiscence wound at the site with associated soft tissue protrusion and intermittent clear drainage. The patient complained of pain and discomfort near the pump site. Aspiration of the pump pocket was attempted on (B)(6) 2023 at the time of a refill but it did not result in any return of fluid. The patient was put on two 10 day courses of oral antibiotics (keflex and cipro). They continued to have persistent wound drainage, hypergranulation and tenderness which prompted admission for device explantation. The patient required in-patient hospitalization and an IV antibiotic was started as well as wound and blood cultures being obtained. An infection was confirmed and the system was explanted without replacement. Post explant the abdominal pocket site was packed with kerlex gauze pending a wound team referral for possible wound vac p lacement.

Event description:
Additional information was received from the device manufacturer representative via a clinical study and healthcare provider regarding a patient receiving remodulin (11 mg/day) via an implantable infusion pump. It was reported that following the system explant the patient experienced post-operative bleeding and was hospitalized until (B)(6) 2023. Upon examination arterial bleeding in the wound was found. The patient's hemoglobin decreased to 9.1 hgb. Bedside cautery with vascular sutures was required. The hgb was reported to be stable after the bleeding stopped. The patient was started on tranexamic acid by mouth (which was later discontinued), IV antibiotics were given, an infection disease consult was being considered, wound and blood cultures were obtained with results pending. Wound vac placmeent for (B)(6) 2023 and device extraction were tentatively planned the patient was instructed to continue wet to dry dressing changes every 12 hours upon discharge. On (B)(6) 2023, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). Information stated the manufacturer was first notified on 2023-jun-05. The implant date of the pump and catheter was (B)(6) 2023. The rep provided the following hcp report; on (B)(6) 2023, the subject had a post op follow up with hcp (pump implanter) and the subject was released from a surgical standpoint as everything looked good. On (B)(6) 2023, the subject and his wife sent a message that the steri strips were "coming off" so they "removed all of them". They said the incision was closed initially, but once the steri strips were off the center of the incision opened up (they later described as a pin hole opening) and "drained out a little bit". They covered it with gauze and contracted the hcps office to manage. Over the weekend ((B)(6) 2023), they said the opening had gotten larger and continued to drain. The following monday ((B)(6) 2023), the hcp instructed the subject to continue to cover with gauze and added a topical antibiotic ointment as well as oral antibiotics (keflex 500 mg tid x 10 days). For the next week, the subject and his wife felt things were slowly improving. They saidthe edges were closing in and there was less drainage, but they thought the open area in the center of the incision was "bulged with fluid". They continued sending messages and pictures through the electronic medical record portal to the hcps office. Another hcp (the refiller) was kept informed as well and he reviewed all messages and pictures prior to the upcoming scheduled refill. On (B)(6) 2023, the s ubject came in for his first refill after pump replacement. Oral antibiotic course was complete and he confirmed that he had no ph or remodulin symptoms or side effects. He said he thought he felt better from a ph standpoint than he had prior to the replacement. The refiller hcp attempted to aspirate fluid from the area surrounding the pump with plans to send for culture, however no fluid was obtained. The pump was refilled under fluoro as there seemed to be significant swelling and the hcp had difficulty palpating the pump. At that time, he felt the incision wound was superficial and agreed with the plan above to manage. He also suggested considering an evaluation by the would clinic. On (B)(6) 2023, the subject requested a referral to a local wound clinic (as they live ~2.5 hours away from the site) which the hcp provided. On (B)(6) 2023, the wound clinic prescribed another round of oral antibiotics (ciprofloxacin 500mg bid x 10 days). Late last week, the subject sent a message after a wound clinic visit letting us know that the doctor there had concerns about infection and a culture was sent. The subject denies any fevers, flu-like symptoms or other typical signs of infection. A recent complete blood count ordered by his primary care physician for routine care on (B)(6) 2023 showed white blood cells within limit. After discussions between the hcps, the patient was admitted and the system was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the devices were returned and no significant anomalies were identified. Continuation of d10: product ID neu_unknown_cath, lot#/serial# unknown, product type catheter. Product ID 820180c, lot#/serial# (B)(6), explanted: (B)(6) 2023, product type catheter. Product ID 10642, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.